Event description:
Caller reported alarm 2 followed by alarm 26 due to occlusion issues, which occurred earlier in the day and were not the first instance. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." To resolve the issue, the customer changed their infusion set and cartridge and resumed insulin use. Recurring occlusion issues were reported, prompting a follow-up request for additional assistance.